Event description:
It was reported that prior to a stenting treatment procedure, stent damage was observed. The stenosed target lesion was located in the right coronary artery. After removing the 4.0x20mm promus element coronary drug-eluting stent from its package, the physician noted a bent stent strut. The device was not used. The procedure was successfully completed with a different promus element stent. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that prior to a stenting treatment procedure, stent damage was observed. The stenosed target lesion was located in the right coronary artery. After removing the 4.0x20mm promus element coronary drug-eluting stent from its package, the physician noted a bent stent strut. The device was not used. The procedure was successfully completed with a different promus element stent. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device identified stent damage. The struts on the first row of the distal end of the stent were misaligned, raised up and stretched out towards the tip of the device. No issues were noted with the profiles of the balloon and the tip of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks on the hypotube were noted at 80mm and 390mm distal to the strain relief. There were several small kinks also noted along the length of the hypotube. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).